Event description:
Reporter alleged the needle from the safe-t-pro plus lancet exploded into pieces when it was used and the needle was exposed. This happened twice. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
Absent the device lot number, manufacture date cannot be determined. The event occurred in (B)(6).